Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system with the dilator snapped into the sheath. The device was bloody. Analysis of the tip, sheath, and hub/valve included microscopic and visual inspection. Inspection revealed a kink in the sheath 8.2 cm from the tip of the device. Inspection of the rest of the device found no other damage or defect to the device. The reported kink was confirmed.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. After the physician fully recaptured the 30 mm closure device for the second time, the was kinked due to axial problems. The procedure was cancelled due to the patient's specially structured laa. No patient complications were noted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a 30 mm watchman laa closure device & delivery system (wds) were used. After the physician fully recaptured the 30 mm closure device for the second time, the was kinked due to axial problems. The procedure was cancelled due to the patient's specially structured laa. No patient complications were noted.